Event description:
In 2002, customer alleges the bed had an unintentional movement of the bed down function. It was reported there was a pt in the bed when the unintentional movement occurred. No injuries were reported.